Event description:
The customer stated the cell-dyn sapphire generated a wbc result of 17.6 k/ul with a variant lymphocyte (varlym) flag for one patient. Due to a high lymphocyte valve of 89.2%, the sample was retested. The retest generated a wbc of 19.7 k/ul with invalid data flags indicating that there was resistant rbc interference with wbc results. In addition, varlym and resistant rbc flags were generated. The sample was tested in resistant rbc mode yielding a wbc of 1.90 k/ul. Blast and asymmetrical rbc distribution (asym) flags were generated. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.